Event description:
It was reported that the customer was hospitalized for low blood glucose, and the insulin pump alarmed no delivery during bolus. The blood glucose reading was 33mg/dl. Troubleshooting was performed. The spouse stated that the customer was unresponsive and paramedics were called. The customer's spouse stated that the time on the insulin pump was incorrect. The basals, bolus history, and daily totals were correct. The units left in the screen matched to the units left in the reservoir. Ran a displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.